Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The initial results were flagged with "low panic" flag, indicating the results were below the laboratory defined panic alert level. A siemens headquarter support center (hsc) specialist reviewed the data files which indicated there was no instrument issues at the time the event occurred. The data also indicated that quality control (qc) was in range before the sample was processed and after the sample was repeated. All the other samples processed during this time frame were normal. Hsc concluded the cause can be a sample issue. Hsc recommended review of proper pre-analytical sample handling procedures, including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample centrifugation at the proper speed and time, based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material fibrin and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. The results were reported to the emergency room (ER) physician(s), who questioned them. No treatment was performed. The sample was automatically rerun and repeated once after on the same instrument, and both resulted higher and within the normal range. The patient was redrawn and the sample was tested on the same dimension exl 200 instrument, and the results matched the two repeats. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The initial MDR 1226181-2016-00391 was filed on (B)(6) 2016. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Both low results were processed from the same aliquot well. Hsc found no indication of reagent delivery or foaming issues. The cause of the discordant, falsely low enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.